Event description:
Device 1 of 2 reference MFR report #1627487-2014-01762. Follow-up identified x-rays were normal and the patient is receiving effective coverage at this time.

Event description:
Device 1 of 2 reference MFR report#1627487-2014-01762 it was reported during the patient is not receiving effective stimulation. Lead diagnostic testing revealed high, invalid and low impedance values on multiple contacts. Further reprogramming was attempted to no avail. X-rays and a possible physician consult will be the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.